Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) and lead failure predictor alert triggered. Upon interrogation, it was noted that the lead exhibited elevated sensing integrity counter (sic) counts and high rate non sustained episodes. Follow up indicated that the lead was reprogrammed and the patient's medications were adjusted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another lead integrity alert (lia) was triggered. It was indicated that the alert was triggered after true arrhythmias occurred, and therefore the alert was a false positive.